Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did transmit to manufacturing app. Unable to perform baseline/wireless functionality due to not pairing to commercial mobile app. Performed encoder bond investigation and found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Abrasions only at the top section of the dose nut. Unable to perform functional test due to difficult to dial/dose. In conclusion: it was determined from destructive analysis that the difficult to dial/dose was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Therefore, the customer concern of dose dial being difficult to dial/dose was confirmed.

Event description:
Information received by medtronic indicated that customer reported dial button of the inpen. Troubleshooting was performed and found dose knob is difficult to turn. No harm requiring medical intervention was reported. The customer had discontinued using the inpen and inpen was returned for analysis.